Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings and wear abrasion. Leak test was performed and found opening on posterior/anterior. A microscopic analysis was performed which identified striated opening in the posterior side. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation, "very small", and "a lot of pain." Device remains implanted.